Event description:
Daughter of home pt (hp) reports hp disconnected hp's transfer set from the catheter as hp accidentally "walked away" while still connected. Rn reports hp was treated with 1 gram vancomycin x 2 i.p. Rn reports injury as a result of incident.